Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. During introduction of the 2.75x16mm promus element stent, the device would not advance over the 0.14 non-bsc guidewire and while attempting to remove the device, the stent was damaged. The procedure was completed with an unspecified stent and the same guidewire. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. During introduction of the 2.75x16mm promus element stent, the device would not advance over the 0.14 non-bsc guidewire and while attempting to remove the device, the stent was damaged. The procedure was completed with an unspecified stent and the same guidewire. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluation: initial visual examination found that the inner lumen was severely damaged just proximal to the tip of the stent delivery system. The inner appeared to be bunched (accordioned) between the distal edge of the stent and the tip of the catheter. Further examination located two severe kinks in the mid shaft positioned approximately 84mm and again at 105mm from the distal tip. The mid shaft of this device was also severely stretched approximately an extra 30mm. Lab review could not test for guidewire movement due to the damage present. The stent also had moved proximally on the balloon causing a slight bulging to its profile at the proximal end. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).